Event description:
It was reported that the patient has expired after an implant duration of approximately 130.1 months. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. The health-care provider is unaware of the patient's death. It was noted that the "patient was last seen (B) (6) 1999."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), a response was received. The operative report of (B) (6) 1999 was also provided. A device history record review is in process.

Event description:
The user facility reported that a nurse inhaled fumes while disposing of a cup of steris s20 sterilant concentrate. The nurse reported that her nose burned and her throat hurt as a result of inhalation of sterilant fumes. She was sent to an ent physician for treatment. Upon further investigation, the or charge nurse of the facility attributes this incident to user error in that the nurse did not follow the disposal precautions set forth in the system 1 operator manual.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.